Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h2, h3, h4,h6, h10. Due to character restriction block e event site address is no. (B)(6). A getinge field service engineer (fse) evaluated the unit and determined that pim module has problem. The customer did not give a clear response, but the machine had never been used before and had a very low usage rate, so the customer might not consider repairing it immediately. A supplemental report will be sent if additional information is provided.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an automatic inflation failure. The iabp was replaced. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b3, b4, d8, e1(event site telephone), g2, g3, g6, h2, h11. Corrected fields: d4(UDI#), h6( investigation conclusions), h8. A getinge field service engineer (fse) evaluated the unit and determined that automatic inflation failed. The fse replaced pim module and all functions of the machine passed and the safety performance indicators set by the factory were passed, and it has been delivered for use.